Event description:
It was reported that the insufflator was getting beep sound and front panel power off when pressing the switch. The issue occurred during the device maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The unit was producing a beep sound, and all of the leds of the front panel were off due to a faulty printed circuit board. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, and while a definitive root cause could not be established. Investigators believe the reported failure could possibly be traced to the faulty printed circuit board discovered during the device evaluation. Olympus will continue to monitor the field performance of this device.